Event description:
It was reported the subject device controls were unresponsive. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A service history review was performed. No additional service orders were identified for the current product. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the two (2) buttons at front that represent power on and standby/ready mode failed to light due to faulty control panel sheet . Probable root cause traced to component failure. A definitive root cause of faulty control panel sheet cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device controls were unresponsive. There were no reports of patient harm.